Event description:
The facility reported a colleague infusion pump with a malfunction of "screen has horizontal repeating lines". This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the biomed service department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of ?screen has horizontal repeating lines' was confirmed and reproduced during product evaluation. The root cause was not identified. No repairs have been performed due to the customer's refusal of estimate, no further correction was made concerning this event and the pump was returned unrepaired. A service history review revealed that this device has been previously sent in for the reported condition. The device was returned unrepaired. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.